Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 39 mg/dl at the time of the event. The customer declined to perform troubleshooting. Nothing further was reported.